Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad 100nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk." The damaged device was not returned to asp. The heine laryngoscope light handles were manufactured before the heine laryngoscope light handles upgrade program was initiated in 2008. The device manufacturer determined that the light handles were not recommended for the sterrad 100nx. An upgraded green ring would most likely not have bubbled. The damage is consistent with handles which had not been upgraded to be recommended for sterrad 100nx sterilization.

Manufacturer narrative:
Concomitant device: sterrad pouch - part and lot number unknown. Heine laryngoscope blades - part and serial numbers unknown (B)(4): damaged device. The sterrad nx user's guide warns: know what you can process: before processing any item in the sterrad sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The customer was informed by the device manufacturer that the heine laryngoscope light blades are not compatible with the sterrad 100nx and the sterrad nx. The customer was advised to inform the device manufacturer about the damaged device. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-0000233 and 2084725-2010-0000234.

Event description:
The customer reported that six heine laryngoscope light blades are being damaged after processing in the sterrad 100nx and the sterrad nx because the customer alleges they are too hot. The customer described the damage as "the laryngoscopes have a green ring on the handle that is melting" while processing in either unit. The customer now processes in the sterrad 100s with no issues. There was no injury to the patient or healthcare worker due to this event. The damaged devices were not used on patients. The devices are placed in a sterrad pouch during processing. The devices are one year old and are used daily. During processing, the pouches lay on the shelf. This is report two of two.